Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted as of this time. A call was placed to technical services on 06/13/2018 stating that this lead has possible dislodgement. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).